Event description:
Pt reports that her legacy pump sn #(B)(4) malfunctioned the other day. Pt could not provide details related to the malfunction. Pt states she is using her backup pump with no issues and she did not have any lapse in therapy related to the pump malfunction. Pump is being replaced. Pt denies any adverse effects related to the malfunction. Dose or amount: 100nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.